Event description:
The info provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr (B)(6). Date of surgery: (B)(6) 2013. Body part to which device was applied: ankle. Pt info: (B)(6)male pt. Event description: in applying 99-91047, when surgeon was locking ball-joints with the allen wrench, the cam was turned towards the thicker section of the coloured insert, and the cams is at 50% of the way across the recess, but angle clamp burst. No adverse effect to pt, a replacement device was immediately available to complete the surgery. Copies of operative report and copies of the pre and post operative xrays are not available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the device involved in this event has not yet been received by orthfix srl. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. As soon as the results of the technical evaluation will become available, orthofix srl will provided you with a follow up report. Orthofix srl continues monitoring the devices on the market.